Event description:
The customer reported that the 9900 system would not boot up and displayed a files corrupt error message. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The service rep reloaded the software. The system was tested and operates as intended.